Event description:
Boston scientific received information from another manufacturer's representative that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements. The lead was pacing and sensing appropriately. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific technical services (ts) discussed they were unsure of how the device performed lead tests and if there were an increased output for testing it may cause the pocket stimulation. Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Records indicate this lead and device remain in service. Should additional information become available this report will be updated.

Event description:
Additional information was received high out of range pacing impedance measurements continued to be observed. Threshold and sensing measurements were acceptable. It was reported that the patient had another manufacturer's device implanted with this lead and the patient was experiencing pocket stimulation. No adverse patient effects were reported.